Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the control unit was not functioning and was defective. It was further determined that the motor and bearing were blocked. It was determined that there was too much clearance on adjustment unit, the ratchet was worn out, the head was full of powder, and there was strong corrosion inside. Therefore, the reported condition was confirmed. The assignable root cause was determined to be wear from normal use and servicing. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that before surgery, it was observed that the battery oscillator device had no function. During in-house engineering evaluation, it was observed that the control unit was not functioning. It was further determined that the motor and bearing were blocked. It was determined that there was too much clearance on adjustment unit, the ratchet was worn out, the head was full of powder, and there was strong corrosion inside. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.